Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery. The customer¿s blood glucose level was unknown. The customer stated that had two reservoirs that were not delivering and wants the whole box replaced. The customer stated that he had high blood glucose because of insulin was not delivering. The customer declined troubleshoot for high blood glucose and no delivery. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.